Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarming when unit was off and plugged in. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1: e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the power slot board, and power management board were replaced to resolve the issue. The unit was then returned to the customer.

Event description:
N/a.